Manufacturer narrative:
The customer called the company technical support specialist (tss) to assist with troubleshooting. System messages, "tune failed - tuning is air" and "flow check failed - excessive vacuum rise" were retrieved from the system's event log. The tss advised the customer to properly prime/tune the system and the handpiece. The facility did not request service. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause is unknown. (B)(4).

Event description:
A nurse reported that during cataract surgery, the system pushed air into the patient's eye instead of aspirating fluid out. No information regarding whether there was a patient injury was provided. Additional information has been requested, but none has been received.